Event description:
Customer reported device and its base are melted. Customer is unsure if staff has been cleaning device. Staff stated smelled something and device was gettng hot. 3rd and 4th contacts on base and meter as wel as black plastics are melted. No treatment was received. A request was made for return product and replacement was sent.